Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: she was having swelling and developed seroma".

Event description:
Patient reported "having swelling and developed seroma" on the left side. Device was explanted.

Event description:
It has been determined that the event of seroma was indicated to be only on the right side. This record is no longer reportable to FDA and will be un-reported.